Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm emerge balloon catheter was used for treatment. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.